Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. According to the information available, during an emergency procedure, the message "tube hot, have a break" was displayed to the user and an acoustic warning signal was emitted. The user then continued the procedure using an alternative system. No health consequence was communicated. The logfile investigation confirmed the displayed user message and the warning sound. Generally, in case of tube overheating, a multi-level detection and warning mechanism is activated so that the system displays appropriate messages for the user, and it is not immediately shut down. Treatment can be stopped in a controlled manner if needed. The onsite service intervention showed a defective pump of the cooling unit. As a result, the cooling unit was no longer able to dissipate the heat generated by the x-ray tube. The cooling unit was exchanged, and the error was resolved. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the axiom artis dfc unit. During an emergency patient procedure, the user was unable to release x-ray. The procedure was successfully continued and completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.